Manufacturer narrative:
(B)(4). Date sent: 5/25/2022 additional information: see attached medical records.

Event description:
It was reported via the risk manager, "received notice of claim stating patient with history of recurrent refractory diverticulitis underwent a laparoscopic sigmoid colectomy during which the surgeon used two firings of ¿echelon green load stapler¿ to transect the colon proximally and distally. The splenic flexure was only partially mobilized. The surgeon then performed a handsewn 2 layered end-to-end anastomosis using 3-0 silk and 3-0 vicryl. On post op day 5, patient was admitted for suspected anastomotic leak treated initially with IV antibiotics and placement of drains. On post op day 11 tpn was initiated; however by post op day 13, drainage was concerning and patient underwent a diagnostic laparoscopy, laparotomy, repair of small bowel enterotomy, and transverse loop colostomy. During the procedure the surgeon noted the trocar was inserted into a loop of small bowel which was repaired. Due to the friable tissue and intense inflammation, the surgeon elected to divert the patient with a colostomy and placed drains. Two weeks after discharge, patient noticed discharge from her wounds and ostomy and underwent CT guided drainage and was referred to her surgeon. When her surgeon would not return calls, she sought treatment at different facility where she received IV antibiotics and was placed on tpn. Colostomy closure occurred four months later."

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.